Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was difficult to toggle, load and unload. The surgeon was struggling to toggle and the left lobe of the liver was caught by the device. The surgeon was able to fix the injury and continued with the case. There was blood loss of 10-20cc and the operating room (or) time was extended by 20 minutes. There was no patient injury.